Manufacturer narrative:
Device received with button error alarm and had unresponsive act and esc buttons due to corroded keypad traces.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had button error on the screen. The customer¿s blood glucose level was 7.5 mmol/l at the time of the incident. Customer was tried the act and esc combination, it was not worked. Customer also changed battery then also buttons was unresponsive. The insulin pump will be returned for analysis.